Event description:
Related manufacturer reference number: 2916596-2020-04754.

Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: damaged the connector side strain reliefs on the black and the white power cables. Tear/cut in the insulation jacket of white power cable under white power connector strain relief with green contamination was noted. When the system controller was disassembled, and a green substance was also observed inside the controller near the power cables connectors. Conductor breakdown within both power cables. Pump running leds on the system controller were dim. Missing serial number and worn of software labels. The reported event of the system controller pc-30198-g failing to communicate with the system monitor was confirmed as the issue was reproduced during laboratory testing. The returned controller was connected to a test power module and system monitor, and communication was not established. Testing revealed that the orange data transmission wire in the white power cable was broken, resulting in a loss of communication between the controller and the system monitor. The orange wire was broken near the power connector strain relief the system controller¿s dual power cable was replaced with test power cable and communication with the system monitor was restored. A log file was downloaded from the controller. The downloaded log file contained approximately 26 days of data (03sep2020 ¿ 16sep2020 per the time stamp). The log file captured yellow wrench alarms corresponding to driveline faults (internal error code 16) throughout the event history. The driveline fault was captured as active until the driveline was disconnected at 09:37 on 16sep2020. Throughout the log file, recorded phase 1 values were noted to be lower than the recorded values for the other two phases and were captured as significantly lower at the time of the driveline fault alarm, indicating a correlation between phase 1 and the driveline fault alarms. This could be an indication of degradation of the perc lead¿s green/yellow wires of phase 1. After replacing the power cables, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issues between the system controller and system monitor were determined to be caused by conductor breakdown in the data transmission wire of the white power cable. The root cause of the conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. The returned controller was almost 5.5 years in clinical use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pc-30198-g was shipped to the customer on 26nov2014. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist) (what not to do: driveline and cables, daily safety checklist. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a medical issue. The nurses noticed that the patient¿s white cable would not save over information to the monitor screen even with manipulation. Upon exam the white cable on the system controller appears damaged and the system controller was replaced. Once the controller was replaced and hooked up to the monitor a driveline fault alarm showed, and it was also noted in the interrogation history screen. With manipulation of the driveline the driveline fault alarm was able to be recreated. Patient denies any alarms at home prior to controller change out. Log file submitted captured 5 driveline faults. Additional log file requested after controller exchanged reflect the recommendations sent out for the pocket controller change and 25 power cable disconnects. The log file captured a driveline fault at the end of the file. The driveline fault is an indication of a possible driveline wire issue. The customer has requested a distal end repair in hopes of resolving the driveline fault alarms. On (B)(6) 2020, the patient underwent a distal end percutaneous lead (driveline) repair. No immediate driveline fault seen following the repair. There have been no further pump stops or driveline faults since the repair had been completed. No additional information was provided.